Event description:
It was reported that a tx30 was used during a low anterior resection. It was reported by the affiliate that the instrument was fired and no staples came out. Transected bowel after device was fired and no staples, thus had to suture.